Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncopal event. Evaluation showed the patient's heart rate between 20 to 40 beats per minute. Upon interrogation of the pacemaker system, possible right ventricular (rv) loss of capture (loc) was observed. Boston scientific technical services (ts) was consulted due to confusion over the notes from the emergency room visit noting autocatpture was on in the pacemaker. Discussion of what the markers on the electrogram showed, indicated that autocapture was not programmed on. Ts questioned if testing of the system was occurring during the electrogram. The field representative attempted to obtain additional information with no success. No additional adverse patient effects were reported. The cause of the loc remained unknown. The pacemaker and rv lead remain in service.